Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the ra impedance measurement was greater than 3000 ohms. Additionally, noise was observed on the ra channel, which appeared to be from minute ventilation (mv) signals; was oversensed, and resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the patient did not require ra pacing. The device was reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments approximately 15.6 centimeters (cm) from the terminal pin. Visual inspection noted melting of the polyurethane insulation and also on the insulation on the individual coil, approximately 15.3 cm from the terminal pin, which appeared to be consistent with electrocautery damage. There was also evidence of calcified bodily fluid (calcification) noted at the lead tip. Resistance testing found that the lead segments were electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis of the lead segments did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an alert for an out of range impedance measurement. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that a surgical revision was performed. During the procedure, a lead fracture was noted. There was visible damage to the lead. It was noted that the device had rubbed the lead under the device and had caused a lead fracture. The ra lead was explanted and replaced. No additional adverse patient effects were reported.